Event description:
It was reported that a spectrum pump failed the flow rate accuracy test during preventative maintenance testing. The customer stated that the test was performed with multiple IV sets at multiple rates and the device delivers more fluid that intended. The customer also stated that the flow rate inaccuracy is greater than 10%. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received but was not able to evaluate the device. When the eval is complete, a supplemental report will be submitted.